Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector socket with a camera, traces resembling hard water residue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue could not be determined; however, it was presumed that it is possible the reported issue was caused by temporary poor contact due to liquid adhering to the video connector contacts, or by a faulty monitor or video cable, or by an improper connection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The issue was found during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.